Event description:
Initial result for a pt creatinine was 1.4 mg/dl. When repeated, the result was 0.6 mg/dl. The incorrect result was not used to guide therapy. The field service rep found a fibrin clot wrapped around a stirrer paddle and repaired the instrument by cleaning the paddle.